Event description:
A caller reported that the pump battery would not charge despite using a tandem charging cable and a wall outlet. They did not receive a power source alert, and the charging connection remained unstable even after leaving it plugged in for 30 minutes. Blood glucose levels did not exceed 500 mg/dl, indicating no immediate risk. Technical support instructed the caller to use a different wall outlet, but as the issue persisted, they arranged to send a replacement charging cable and wall adapter. Until these items arrive, the customer was advised to rely on manual daily injections if the pump's battery depletes.